Event description:
While servicing a unicel dxh 1600 with dual workstations, a beckman coulter field service engineer (fse) reported high differential background results due to material buildup on multiple fittings on the instrument. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
(B)(6). (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and indicated that the differential background failure was as a result of debris building up on the electrodes. Additionally the wbc (white blood cell), hemoglobin and platelet background results were also out of specification as a result of the material buildup which may have contaminated the reagents cycled through the instrument. There was particulate contamination on multiple fittings (ff327, ff344 and ff346) on the instrument. The fittings were replaced, resolving the background failures. (B)(4).